Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was doing well after the surgery.

Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the leads were explanted on (B)(6) 2014 and replaced with an electrode paddle lead. The anchor did not hold and the lead slipped through the anchor. The anchor was still securely sutured to the supra spinous ligament but had no lead in it. The patient had less than 50% therapy relief at the anchor site. The patient status was listed as alive with no injury at the time of the report.

Event description:
It was reported the patient was in a car accident in (B)(6), but ¿it did work afterwards¿. The patient reported they think something is wrong with the stimulator because they can turn their stimulator up from 2v to 10.5v, but they feel nothing in the leg programming group. When they are lying on their side and increase the stimulation, the program for their back will cause a sharp pain in their stomach. The patient met with their manufacturer representative and an x-ray was ordered as it was suspected the leads had migrated. The results of the x-ray were unknown at the time of the report. Impedances were measured and were high on all electrodes at 1.5v and 3.0v. The patient was also experiencing less than 50% relief. As a result of the lead migration ¿there needs to be a lead revision¿; however, a date had not yet been set. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, serial# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 97754, serial# (B)(4), product type: recharger. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient where they mentioned a couple of years ago the patient had a replacement a month and a half after they got the device due to a work-related accident. The patient stated they thought everything was replaced, because ¿everything was broken¿. The patient stated it was hitting the spinal column rather than the spinal cord. The patient stated ¿they had to readjust it and it lasted a day or two, but it ended up completely going on him.¿ it was reported that the ¿device being broken after a work related accident¿ occurred in (B)(6) 2014 on (B)(6). No further complications were reported/anticipated.